Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported type ia endoleak and narrow lumen (stenosis) were confirmed. In addition, there was evidence to reasonably suggest sac growth (of 5.1mm) occurred that was not included in the event as reported; the aneurysm enlargement was discovered during review of the 1-month post implant CT (computed tomography) scan. This event is most likely user-related due to oversizing and an off-label neck angulation; the neck measured for a 26mm aortic body but a 34mm was implanted, and the neck angulation was 69 degrees but requirement is less than or equal to 60 degrees. The oversizing likely caused the small flow lumen in the sealing ring portion, and the neck angulation contributed to the type ia endoleak. The procedure-related harms for this event could not be determined, and the final patient status was reported to be under surveillance. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections to b6, d11, g4, h6: h6 device code; remove 1494 h6 result code; remove 3233 h6 conclusion code; remove 11

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system. The patient presented for a 1-month routine follow-up and a type ia endoleak was observed. Additionally, a preliminary review of the pre-op and post-op computed tomography revealed a juxtarenal angle of 69 degrees which is outside the indications for use, the aortic body sealing ring appeared to be oversized, and a small flow lumen was identified through the aortic body sealing ring. No other endoleaks of any type were present. The physician plans to treat the patient at a later date. The patient will continue to be monitored. Additional information received per clinical evaluation confirming the presence of aneurysm sac enlargement (by 5.1mm).

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system. The patient presented for a 1-month routine follow-up and a type ia endoleak was observed. Additionally, a preliminary review of the pre-op and post-op computed tomography revealed a juxtarenal angle of 69 degrees which is outside the indications for use, the aortic body sealing ring appeared to be oversized, and a small flow lumen was identified through the aortic body sealing ring. No other endoleaks of any type were present. The physician plans to treat the patient at a later date. The patient will continue to be monitored.